Event description:
The micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.